Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b7; e1; e2; e3; e4; g2; g3; h2; h3; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04)- head. Medical records were not provided for the initial left hip procedure or the revision procedure. Medical records were only provided for the right hip. No details changed in relation to complaint event. The root cause remains the same. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation is complete a follow up MDR will be completed. (B)(4). Concomitant medical products - part: 00784301226 name: femoral stem beaded fullcoat 12/14 neck taper std. Body ext. Offset size 12 12 mm distal dia. 160 mm length lot:60329406. Part: 00620205422 name: shell porous with cluster holes 54 mm lot: 60378058. Part: 00625006530 name: bone scr 6.5 x 30 self-tap lot: 60385187. Part: 00631005032 name: liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 60403080. Multiple mdrs have been submitted for this event, please see 0001822565-2017-04508-1. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04508.

Event description:
It was reported patient¿s left hip was revised approximately 10 year post-implantation due to pain and femoral stem fracture. The femoral stem was removed. Diagnostic testing revealed that the femoral stem fractured. The testing also revealed chromium and cobalt entered the patient¿s blood stream. Attempts have been made and additional information on the reported event is unavailable at this time.